Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy, rupture, silicone migration.

Event description:
Patient's representative reported right side device rupture, a significantly thinkened capsule and "severely swollen axillar lymph nodes" diagnosed via ultrasound. The patient also "suffers from severe chest pain and pulling, extreme mood swings and sleep disorders due to the pain and impairment" and anxiety. The device has been explanted and replaced with another manufacturer's product.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Varied injuries: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Chest pain: unable to observe since it is not related to the device. Changes in sleep habit: unable to observe since it is not related to the device.

Event description:
Patient's representative reported right side device rupture, a significantly thickened capsule and "severely swollen axillar lymph nodes" diagnosed via ultrasound. The patient also "suffers from severe chest pain and pulling, extreme mood swings and sleep disorders due to the pain and impairment" and anxiety. The device has been explanted and replaced with another manufacturer's product.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture and silicone migration: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ changes in sleep habits: unable to observe through visual inspection as it is a physiological phenomenon. ¿ chest pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient's representative reported right side device rupture, a significantly thinkened capsule and "severely swollen axillar lymph nodes" diagnosed via ultrasound. The patient also "suffers from severe chest pain and pulling, extreme mood swings and sleep disorders due to the pain and impairment" and anxiety. The device has been explanted and replaced with another manufacturer's product.